Event description:
A distributor reported that the pump battery was not charging. The distributor received the pump for investigation and found that the device did not start even after being connected for more than two hours with two different cables. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.